Event description:
On march 20,2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultrasmart meter was going into the set up mode several times per day, and the meter lost the programmed calibration code number. The medical affairs specialist (mas) contacted the pt to obtain and verify information. On march 20, 2006 at 11:15 am the pt was setting the reported meter with the calibration code number, and while doing so she started sweating and passed out. The pt had just finished an MRI exam, which caused her to be in pain from lying flat. Following the MRI the pt attempted to test her blood glucose level, but not the calibration code number was lost, and needed to be reprogrammed into the meter. The pt fained at that time. Emergency services were contacted, and the paramedics obtained a blood glucose result for the pt of 27 mg/dl. The pt was given glucose intravenously, and three candy bars to eat. She was not transported to the hosp. Earlier that day the pt had obtained the blood glucose results of 83 mg/dl at 7:00 am and 93 mg/dl at 9:11 am she had eaten breakfast, but was six carbohydrates short of her required meal. The pt has had this meter for two months, and the issue with the lost programming has been occurring for the last week. The pt has been diabetic her entire life, and tests her blood glucose 6 to 10 times per day. The pt takes lantus insulin 18 units in the morning and 12 units in the evening, and humalog insulin on a sliding scale based on meter readings and meals. She will take an extra 2 to 3 units of humalog insulin if her blood glucose reading is greater than 150 mg/dl. The pt does have a backup meter. The meter, test strips and control solution were replaced.